Event description:
The customer reported that the insulin pump had alarmed multiple times during normal device use. The blood glucose reading was 346mg/dl. Troubleshooting was performed. Reviewed the alarm history and found several different error alarms. Advised the caller that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the self test. However, the device failed the displacement test as a result of the motor encoder signal being out of phase. Further testing could not be performed due to the anomaly.